Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fluoroscopy revealed the right atrial lead insulation was abraded and exhibited loss of capture. The defibrillator was programmed to vvi mode.